Event description:
Related manufacturer report number: 3006705815-2023-02143. It was reported that the patient was experiencing pain at the ipg and anchor site. It was noted that the patient had lost a significant amount of weight. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the anchors were placed deeper in the spine and the ipg pocket was made deeper. The patient was fine post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 2 lead anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192ans, UDI: (B)(4), batch: 8417464.